Event description:
It was reported that cgm displayed an error message when customer tried to start sensor session after pump came out of storage mode. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to wait 20 minutes after pump came out of storage mode before starting sensor, received pump reset guidance from technical support, and successfully completed pump reset and started sensor session without error, resolving issue.